Event description:
Baxter vascuguard peripheral patch was applied during an endarterectomy on (B)(6) 2016. On (B)(6) 2016, the pt returned to the emergency department with complaints of neck swelling at the surgical site. A surgical revision was performed. The patch was not intact.